Event description:
It was reported that the customer was hospitalized for hyperglycemia. Prior to the event, the customer stated that there was a crack in the casing. The cause of the event could not be determined by the md. In addition, the customer was treated with an insulin drip. It was stated that programming and histories were accurate. At the time of the call, the customer was not feeling well enough to troubleshoot. The customer was advised that a replacement will be sent.